Event description:
Patient called to report the adverse effects she experienced after she had a lap band implant. She said the implant eroded and cut her stomach in half. As a result, she had a massive bleeding that necessitates a lot of blood transfusions. Then she said they had to remove her whole stomach about 3 years ago in may. Currently she experiences seizure, her sugar drops a lot, so she always wears blood glucose monitor , as a result of these complications she said she cannot drive, she cannot work. She said she sent email to the manufacturer but has not heard from them yet. (See ref. Mw5096047).